Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be removed from arm 4 and pulling with more force did not resolve it. The customer was advised to remove the instrument together with the cannula. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-dec-2025: it was confirmed that the instrument had both frayed cable and it could not be removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported issue of frayed cable was not confirmed nor replicated. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.76 mm. The grips were not found to be cracked. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action # isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.